Manufacturer narrative:
All explanted devices were discarded by the medical facility.

Event description:
A complaint of pocket pain was received. The physician decided to explant the precision system. The patient is reportedly doing well.